Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm nor replicate the customer reported complaint of manipulation issues by the surgeon. The harmonic ace instrument passed energy recognition using the harmonic ace generator. The harmonic ace instrument was placed and driven on an in-house system. The harmonic ace instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. The harmonic ace instrument passed the energy delivery test. Additional observations not reported by site was that the harmonic ace instrument was found to have blade damage. The blade was found to have scratch marks. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The harmonic ace instrument was found to have to have teflon damage on the clamp arm. Missing piece was observed, measuring 0.012" x 0.015". The missing piece was not returned.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace instrument could not be controlled by the surgeon. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.